Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-05520, 05521..

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about august 06, 2011 and subsequently expired after the use of the product.